Event description:
It was reported that during a routine follow up, the pulse generator exhibited atrial oversensing. The device was reprogrammed which resolved the issue. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.